Event description:
Customer claims pt (B)(6) results on the dca 2000 system are low. Customer further reports that the lot #0791 controls used in testing, while in range, were low.

Manufacturer narrative:
Customer reported that the controls used in testing were reconstituted in (B)(6) 2009. The controls were still being used beyond the 90 days recommended use life. There was no treatment to pt as a result of this event.